Manufacturer narrative:
The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. Based on the information provided, the most likely cause of this type of event would be inadequate tightening of the locking screws at the time of implantation. Per device directions for use (dfu, the screws to lock the inclination and the trunion must be tightened using the arthrex-supplied torque driver. Failure to achieve the appropriate torque requirements when tightening locking screws may result in the premature loosening of the device. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that a revision surgery was performed at approximately six years post-op. The patient received a hemiarthroplasty in 2003 (different surgeon). According to the reporter, the primary purpose of the revision surgery was to replace the patient's glenoid due to normal wear and tear. During the revision surgery, upon noticing a loose head and trunion, the surgeon decided to replace the implant. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.